Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. (B)(4). The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported the had a patient had a cross-over from left groin to their right side using a 6fr destination 45 cm straight. After the treatment the doctor used a 6fr angio-seal vip. Everything went well, and the doctor set the anchor. When the doctor started to pullback the device, she noticed the device was stuck inside the vessel, and it did not move at all. Another vascular surgeon performed open surgery to remove the angio-seal. The patient was of normal weight, no obesity. There was no blood loss. The patient needed more nights at the hospital because of the surgery. Additional information was received on may 23, 2018. A pre-deployment angiogram was performed.

Manufacturer narrative:
The actual device was not returned for evaluation. A photograph was provided by the user facility. In the image, the anchor and collagen appeared deployed from the hemostatic sheath. The suture in the image appeared intact holding the collagen to the anchor. A portion of the tamping tube could be seen in the image. The collagen did not appear fully tamped. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.